Event description:
Prior to performing a saphenous vein harvesting procedure, the nose piece of the dissection tip had detached. The issue was identified after opening the package. A replacement device was used to complete the procedure. No pt involvement or impact occurred as the device was never used.